Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 19 mg/dl and 146 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product was returned for this complaint. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot number was not provided for the strip. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the precision strips. No trends were identified that would indicate any product related issues. Dhrs (device history review) for the xido optium neo meter meter was reviewed and the dhrs showed the xido optium neo meter meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 19 mg/dl and 146 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and valid strip lot number has not been provided. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.